Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the patient was having sensitivity at the battery site. The patient programming was doing well for his back and leg pain, but the battery site pain was unbearable. The site was palpated and injected with local, but no change. The entire system was explanted on the day of the report as a result. There were no further complications reported or anticipated.